Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was visited emergency room and admitted in the hospital due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019. The customer blood glucose level was over 700 mg/dl at the time of hospitalization. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting, difficulty in breathing and dehydration. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature was not active. The customer was treated with insulin pump, insulin drip and gave him a lot of fluids. Customer did not allege pump was under delivering the insulin. The device will not returned for analysis.